Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. Technical support recommended the replacement of the adjustable pressure limiting valve. No report of patient involvement.

Event description:
The hospital reported adjustable pressure limiting knob had came off of the unit, possibly causing an inability to manually ventilate. There was no report of patient involvement.